Event description:
It was reported that the compact speed reducer device would not rotate. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on april 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and an unknown liquid was found inside the housing. Therefore, the reported condition was confirmed. It was determined that the device showed signs of damaged that was indicative of damage caused by sterilization process/immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.